Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the frozen image occurred due to a faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image was frozen at start up due to a faulty printed circuit board. Also, evaluation found the lock of the video connector was loose resulting in noise on the image and the heat sink of the printed circuit board was detached. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus the evis exera iii video system center, the device is frozen when starting up. The issue was found during an unknown event. There was no procedure involved. There were no reports of patient or user harm associated with this event.